Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user contacted support regarding consideration of a factory reset after observing inappropriate meal bolus amounts, attributed to frequent use of ¿less than meal¿ announcements that led to maladaptation and subsequently larger-than-appropriate meal boluses, with a recent steroid injection noted as a potential confounder. The user's blood glucose was reported at a low 60 mg/dl followed by hyperglycemia with a reported high blood glucose of 320 mg/dl. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included self-treatment of low glucose with oral carbohydrates, without hospitalization. Investigation included review of device use patterns and education on meal announcement practices. Investigation of this case revealed that increased reliance on ¿less than meal¿ announcements likely drove adaptive insulin dosing upward, resulting in excessive meal boluses and subsequent hypoglycemia, with ilet device function not otherwise reported as malfunctioning. It was concluded, based on previously established findings for similar reports, that user technique and therapy adaptation effects were the most probable cause, with possible contribution from recent steroid use.